Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, unable to baseline) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The trunk cable connector j704 on the distribution node pca was corroded. The root cause for the corroded connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and was unable to be baseline.